Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a band ligation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the handle was rotated but the bands failed to deploy. Another attempt was made; however, two bands deployed at once. The procedure was able to be completed with this device as the rest of the bands successfully deployed. Additionally, it was noted that there was no difficulty when setting up the device. There were no patient complications reported as a result of this event.